Manufacturer narrative:
(B)(4) the device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately tortuous, concentric and moderately calcified mid-left anterior descending artery. A 3.5 x 15 mm trek balloon catheter was advanced for dilatation with some resistance noted with the anatomy. The balloon ruptured at 3 atmospheres. The device was therefore replaced with a non-abbott balloon to successfully complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.